Event description:
User facility medwatch report received that states,"as reported by the edwards field clinical specialist, after successful implant of a sapien 3 ultra resilia valve in the aortic position, a perclose issue resulted in complete closure of the right femoral artery. A cutdown and an open endarterectomy was performed. The patient was discharged home and is doing well post tavr/femoral cutdown for the perclose issue. There was no allegation of any edwards device that caused the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)." No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a backwall stitch include, but not limited to, manufacturing, vessel pinched by suture, lateral puncture or the device used in a femoral vessel < 5mm. The reported patient effect of occlusion is listed in the perclose prostyle instructions for use as a potential adverse event of use of the device. The patient effect and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Attachment: medwatch report #mw5147344.